Manufacturer narrative:
Intermittent button response was due to flattened down keypad dome. There was minor scratched lcd window, cracked near display window corners, and cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection. There was no moisture damage electronic assembly.

Event description:
The customer's mother reported via phone call of damage to the customer's insulin pump. The customer states the pump was exposed to water. The customer's blood glucose level at the time of incident was 75mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.